Event description:
Following a ptca procedure, an angio-seal device was deployed and hemostasis was successfully achieved. However, 20 days later the patient experienced claudication, and was diagnosed with vessel occlusion. Using a contralateral approach, a stent was positioned under the anchor which was seen to occluding the vessel. The stent was deployed, which brought the anchor back into its "original position".